Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for analysis which would have aided in determining a cause for the reported leak. Leaks may occur due to, but not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associative devices. The copilot bleedback control valve (bbcv) device contains two seals. One seal (bbc) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. It could be possible that the clamp seal was not closed around the associated devices. To ensure damage to the copilot does not occur as a result of a product deficiency, all copilot bleed back control valves are subjected to a 100% visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality including performing a leak test on a sample of units from each lot. A conclusive cause for the reported leak could not be determined. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the copilot was connected to a non-abbott guiding catheter; however, blood was observed leaking through the bleedback control valve. The copilot was not used for the procedure. A new copilot was unpacked and used without any problems. No adverse patient effects were reported. No additional information was provided.